Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01677. It was reported that myocardial infarction and stent thrombosis occurred. In october 2012, the patient presented with myocardial infarction (mi). Subsequently, coronary angiography and index procedure were performed. Target lesion #1 was a de novo lesion located in the distal left anterior descending (lad) artery with 90% stenosis and was 5mm long with a reference vessel diameter of 2.4mm. Target lesion #1 was treated with direct stent placement of 2.50x16mm promus element plus drug-eluting stent with 0% residual stenosis. Target lesion #2 was a de novo bifurcated lesion located in the distal left circumflex (lcx) artery with 70% stenosis and was 5mm long with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with pre-dilatation and stent placement of 2.75x12mm promus element&#10256;lus drug-eluting stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and prasugrel. In february 2016, the patient presented to emergency department (ed) due to severe chest pain which radiated to neck and jaw and was hospitalized on the same day. Upon admitting in ed, the patient was noted to have bradycardia with a heart rate of about 50bpm and hypotensive with a systolic pressure of about 60mmhg. Blood pressure and heart rate were improved with the initiation of dopamine therapy. Despite of intravenous nitroglycerin administration, the chest pain continued till overnight. On the following day, coronary angiography was performed. The 100% stenosis in distal lad was treated with balloon angioplasty and the placement of 2.25x18 non-bsc drug-eluting stent. Following post-dilatation, residual stenosis was 0% and timi flow 3 noted. Additionally, the 100% stenosis located in distal lcx was also treated with balloon angioplasty and the placement of 3.0x15 non-bsc drug-eluting stent with 0% residual stenosis and timi flow 3. On the third day, the patient had complete resolution of the chest pain and was discharged on aspirin.